Manufacturer narrative:
This complaint was investigated the patient data in ecaremanager. Engineering determined that the user had admitted that patient into ecaremanager two times, once on (B)(6) 2016 and once on (B)(6) 2016. This resulted in two different cache ids causing the data integration issue (messages were erroring out). The customer was consulted and requested the cache associated with the (B)(6) 2016 admission date be cleared from the system. Engineering completed this task and the patient data started populating again. Later that same day, customer support called the customer to confirm that the patient data was populating. The customer informed customer support that the patient had expired. There was no allegation that the device had contributed to the patient's death. This report is being filed as the ecaremanager was used during an event that was followed by a patient's death. The device functioned as designed.

Event description:
User facility reported that lab and flowsheet are not trending in ecaremanager. The user stated that she checked the patient account number and also reimported the patient. After the issue was resolved, the user stated that the patient had expired. The user did not imply that the device contributed to the patient's death.

Manufacturer narrative:
Additional information: ecaremanager is supplemental to the bedside staff and monitoring systems. The bedside monitoring systems were available. The customer stated that the lack of trending labs did not effect patient outcome. The customer stated that the patient was very ill and the family had decided to withdraw support.

Event description:
This supplemental report is submitted to document further information regarding the event. The customer stated that the lack of trending labs did not effect patient outcome. The customer stated that the patient was very ill and the family had decided to withdraw support.